Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was approximately 300 mg/dl. The customer reported that the high bg was caused by steroid medication. A temporary basal rate was set to address the high bg. The high bg had been resolved and tandem technical support advised the customer to discuss the event with a healthcare provider.